Manufacturer narrative:
The cause for the discordant hbsag (B)(6) result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely (B)(6) hbsag result was obtained when the customer performed advia centaur xp confirmatory testing. The patient sample was initial (B)(6) for hbsag and (B)(6) when testing was repeated in duplicate. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant hbsag (B)(6) results.